Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. The guide catheter was in place and the physician was about to place the taxus express2 8.8% 2.5 mm x 8 mm stent when the fracture was noticed. The physician noticed the catheter shaft fracture under fluoroscopy while it was in the guide catheter. The stent had not exited the distal end of the guide catheter. The guide catheter with the delivery device was removed as a unit without any pt complication. The procedure was completed with another device (type unknown).